Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) and requested a review of this pacemaker presenting electrogram (egm) and store pacemaker mediated tachycardia (pmt) episodes. The hcp noted that the patient reported being symptomatic while performing activities. Upon review, ts noted that the presenting egm showed oversensing of retrograde signals outside the programmed atrial flutter response (afr) settings. Ts discussed programming optimization options with the hcp. At this time, the pacemaker remains in service. No additional adverse patient effects were reported.